Manufacturer narrative:
Concomitant medical product: d224trk crtd, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from a funeral home. A cause of death of multi system organ failure with a secondary cause of sepsis was provided.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.